Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl due to needing settings adjustments. Customer required intervention by their wife to administer glucagon in order to address low bg in addition to consuming glucose tablets. Following this, customer was taken to the emergency room for further treatment with glucose and intravenous fluids. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.